Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw does not open properly sometime during use. It was not solved after maintenace in hospital after this operation.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was evaluated and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in september of 2017. The returned device was evaluated and found that the handle to jaw mechanism binds up when activated thus we are able to validate the alleged complaint. Further evaluation required this instrument to be partially disassembled , and it was found that the end of the (n00190) drive rod that activates the jaws when the handle is squeezed was bent/damaged thus causing the jaws to bind up when the mechanism is activated. We are unable to determine what caused the drive rod to be bent/damaged but mishandling of this device at the end user's facility is suspected. All instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaw does not open properly sometime during use. It was not solved after maintenace in hospital after this operation.